Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03793. It was reported that recapture difficulties and access site bleeding occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but did not meet release criteria. When attempting to fully recapture it, resistance was noted and a small portion of the device¿s feet could not be re-sheathed. On fluoroscopy, a kink was observed at the 21mm markerband of the was. The devices were removed. No damage was noted on the wds upon examination once outside of the patient. There was some tissue on the device, potentially from the septum. They elected to not proceed with the procedure that day. The patient will be rescheduled as there was some bleeding near the access site. The bleeding was minimal and there was an angiogram shot to ensure there was no damage to venous extremities. No peripheral damage noted. There were no further complications reported. The patient condition was reported as fine and they were discharged the next day.